Manufacturer narrative:
Insulin pump passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they lost the communication between the insulin pump and meter. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer was performed self-test and test did not passed. The device will be returned for analysis.